Event description:
It was reported to vyaire medical a "transducer fault." Occurred. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (b)(4_). Currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.